Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated .the UDI number is not known as the part and lot number were not provided.

Event description:
This is filed to report left ventricle mechanical desynchrony requiring intervention. This article discusses how left ventricular (lv) synchronization is altered after mitraclip implantation. This was a mitraclip procedure to treat functional mitral regurgitation (mr). Mr was reduced by mitraclip implantation. However, lv mechanical desynchrony reappeared after mitraclip implantation without any difference in electrical cardiogram. The reappeared desynchrony was corrected by cardiac resynchronization therapy (crt) re-optimization which increased cardiac output and decreased serum bnp levels. There was no clinically significant delay in the procedure and no adverse patient sequela. Details are listed in the article titled, "reappearing left ventricle mechanical desynchrony after mitraclip implantation: a case report." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported arrhythmia. Arrhythmia is listed in the instructions for use as known a possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.